Event description:
It was reported that during the surgical procedure, the customer experienced multiple system error codes. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
H10: 423, 923, 47 - the investigation conducted by field service engineering concluded that the multiple system error codes experienced by the customer were associated with the patient side manipulator (psm). The system was repaired by replacing the affected psm. The psm was returned to isi for failure analysis investigation. Engineering found an axis cable out of its pulley, which subsequently generated the system error codes experienced by the customer. The system alarm (system error codes) functioned as desigend and there was no injury to the pt. The procedure was converted to open surgical techniques to complete the planned procedure. As of june 20, 2006, there have been no reported recurrences of the issue at this hosp.